Manufacturer narrative:
As reported, the 5f ver 135° ver tempo diagnostic catheter was seen to be damaged before opening. The hub was completely cracked off and was found at the bottom of the packaging. A replacement device of the same type was used. There was no reported injury to the patient. Additional information and device return were requested; however, neither were obtained after multiple attempts. A product history review (phr) of lot 18491281 was completed, and the review does not suggest that the failure experienced by the customer was related to the manufacturing process. The reported ¿luer hub ¿ separated¿ was not assessable because the device was not returned for product analysis. The exact cause of the event cannot be determined based on the available information. Information for safety is provided in the product labeling to make users aware of applicable risks, precautions, and use-related considerations. According to the instructions for use (IFU), ¿store in a cool, dark, dry place. Keep away from heat, uv lights and ozone.¿ the IFU also states, ¿exposure to temperatures above 54°c (130°f) may damage the catheter.¿ based on the limited information available, storage- or handling-related factors cannot be determined or ruled out. Based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, the 5f ver 135° ver tempo was seen to be damaged before opening. The hub was completely cracked off and was found at the bottom of the packaging. A replacement of the same was used. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f ver 135° ver tempo was seen to be damaged before opening. The hub was completely cracked off and was found at the bottom of the packaging. A replacement of the same was used. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.